Manufacturer narrative:
Evaluation of the returned device cannot confirm the root cause of the broken tip, but is likely due to a ductile shear overload condition applied during screw insertion. A design change was previously implemented on 11/21/2016 to improve driver tip strength. Assessments performed demonstrate a (B)(4) improvement in part strength. Review of manufacturing history found (B)(4) pieces of this lot released for distribution on 09/25/2015 with no deviation or anomalies. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00003 / 00004).

Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury (retained foreign object) due to the fractured tip of the driver being left in the head of the pedicle screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the pedicle screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. Product has not been returned for evaluation. Without lot identity, manufacturing history and lot specific complaint history review was not possible. Review of complaint history regardless of lot did not identify a trend for reports of this nature for this part number. Should the product be received a follow-up report will be filed to provide evaluation results. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00003 / 00004). Device not return to the manufacturer.

Event description:
During a procedure performed on (B)(6) 2017, the tip of two reform modular screw drivers (39-md-0700) broke during insertion of reform modular pedicle screws. One broke while inserting a 7.5 mm reform modular screw, the bone was tapped using a 6.5 mm tap prior to insertion. The other broke while inserting an 8.5 mm reform modular screw for which the tech mistakenly provided a 5.5 mm tap for preparation. The tip of both drivers were left in the screw implanted in the patient. The screws were "helicoptered" into place using a short rod and the procedure was completed using alternate drivers available in the set. There was a slight delay of approximately 3-5 minutes due to the reported issues.